Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information. (B)(4).

Event description:
An ophthalmic surgeon reported that following an intraocular lens (iol) implant procedure, there was an unexpected outcome and an exchange is planned. Additional information was provided by the surgeon that the lens was exchanged in a secondary procedure and the patient should do great.